Event description:
A report was received that the patient's incision site was not healing properly and the lead was eroding the skin, however, the lead did not protrude through the skin. The physician re-enforced the edges of the wound with new sutures and administered prophylactic antibiotics to the patient. The patient was doing well following the procedure.

Event description:
A report was received that the patient's incision site was not healing properly and the lead was eroding the skin, however, the lead did not protrude through the skin. The physician re-enforced the edges of the wound with new sutures and administered prophylactic antibiotics to the patient. The patient was doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient was still experiencing redness at the wound site, and the edge of the clik anchor was exposed. The patient underwent a revision procedure and the physician repositioned the anchor deeper. The physician noted a small seroma in the wound pocket, and there was serous material which was sent to the laboratory. The patient was administered intravenous antibiotics due to high risk of infection.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's incision site was not healing properly and the lead was eroding the skin, however, the lead did not protrude through the skin. The physician re-enforced the edges of the wound with new sutures and administered prophylactic antibiotics to the patient. The patient was doing well following the procedure.

Manufacturer narrative:
Additional information was received that the lab results showed no infection was present and the patient was doing well. Nothing was added or replaced during the procedure. Additional suspect medical device components involved in the event: model # sc-4316, lot #: 17310479, description: next generation anchor kit-sterile.